Event description:
Rotation control error (error 01). Per customer: "defective motor diagnosed on the device. This defective part replaced. Quality control performed after repair, device is functional and safe." More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed and no event linked with the reported issue was found. Device history log was reviewed and error 01 (rotation control error) x2 were found in the log. The device was not returned to brèzins as received at lake zurich and its investigation were carried out locally by our technical team. Replaced motor was received at brézins for investigation. Visual inspection was performed on the motor and we found that the motor had grease spots with black matter on the motor shaft. However, after cleaning the motor was mounted on an motor block and checked on a volumat tester. We started with maintenance test 16 which was compliant. Then in infusion mode, we successfully performed a global functional test at different flow rates. Then a running-in test at 1500 ml/h and 100 ml/h. No errors were triggered during the test period (3 hours). The received motor is functional. Therefore, the reported event is confirmed via history log but the reason for the error 01 is most likely another part that can only be analyzed with the associated device. The root cause remains unknown. This complaint is considered as valid. The trend is normal.the reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.